Event description:
I had an anterior/posterior repair on (B)(6) 2006. I had exclaimed to providers that I was having too much drainage and bleeding -I thought- months after the repair. I was told I was probably taking longer to heal than most. After awhile it became too painful to have intercourse. There has been no intercourse for 1 year now. The drainage and foul odor became too much to bear so I sought a second opinion. This provider was flabbergasted by what he saw. He said there was no way I could have been able to have intercourse if I wanted to. The swelling and inflammation was so severe. This provider sent me to a uro/gyn at (B)(6) for another opinion. This provider was also surprised by the inflammation and said that all the mesh had to come out. She said it was eroded on the top and bottom. They scheduled me for surgery with the provider that instilled the mesh with 2 weeks. I had the mesh removed on (B)(6) 2010 and already have less drainage and bleeding after surgery than I had before the surgery. Now I guess I will go for a f/u in 4 to 6 weeks. My doctor believes all the mesh was removed. He said he has only had a very, very small percentage that has had to have the mesh removed but that mine had the most mesh showing and most that was eroded. Now I believe we wait and see if/when the prolapse occurs and hopefully the next product works for the long term. I have had bad blood flow to my lower extremities now for about a year. Some of the providers I have seen have thought that the inflammation was decreasing the blood flow to my legs. I have had blood clots in both legs now. Route: vag. Dates of use: (B)(6) 2006 - (B)(6) 2010. Diagnosis or reason for use: anterior and posterior prolapse.